Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, this occurred during an unknown step of peritoneal dialysis (pd) therapy. It is unknown how or if the patient completed therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.